Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h6, and h10.

Event description:
It was reported that a patient reported experiencing pain and inflammation in the knee approximately one year post-implantation. A steroid injection was given in the knee due to impingement of the femoral implant on the it band due to overhang. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right tka with no intraop complications, no patellar resurfacing/implant; eleven months post implantation- patient presents with right medial and lateral knee pain, but not overbearing; rom is 5 degree short of full extension, to 125 degree flexion; x-ray review: well positioned, well fixed tka, "femoral prosthesis is a bit wider than the femur itself", eleven and half months post implantation- patient continues to have pain laterally around the it band; steroid injection provided superficially for impingement pain device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-03175, 3007963827-2021-00267, 3007963827-2021-00268, 0001822565-2021-03176, 0001822565-2021-03177, 0001822565-2021-03178. Medical product: femur cemented (cr) standard nitrided right size 7 item# 42572606202 lot# 64858067. Articular surface (mc) right 12 mm height item# 42522100412 lot# 64250680. Articular surface (mc) right 11 mm height item# 42522100411 lot# 64444760. Headed screw 48 mm length item# 00579104100 lot# 64249523. Headed screw 48 mm length item# 00579104100 lot# 64810228. Headed screw 48 mm length item# 00579104100 lot# 64810228 customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain, inflammation, and has had a high white blood cell count since she had an initial right knee arthroplasty. The patient stated that the surgeon told her that he gave her a different size because there was not an option available in her size because she is a smaller person. Patient also stated that she is allergic to nickel. Attempts to obtain additional information have been made; however, no more information is available at this time.